Event description:
Information was received that reported a patient was hospitalized in 2007, due to an infection of hyperglycemia. Reporter states that the patient was brought to the hospital as she thought she had the flu. Upon admit to the hospital her blood glucose was again 780. The patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.